Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation results: many attempts were made in requesting the return of the system involved with the reported incident. Since the system was not received, the issue could not be confirmed or reproduced based on the information provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide additional initial reporter information (see section e1), update device evaluated by manufacturer (see section h3), correct the device and results codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during a non-invasive ultrasound study, the system shut down on its own and the staff noted a burning smell. The study was aborted at this point. Accordingly, the study will be repeated until after the system has been repaired. As of this writing, there has been no confirmation whether the patient study was completed. There was no report of patient or user injury at the time the reported phenomenon occurred. No additional information was provided.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
The system shut down on it's own. The investigation is in process.